Event description:
The pt's treating physician reported that review of a chest x-ray showed migration of one of his pt's vns devices caudally down their chest. The lead appeared to be fully extended. The physician was able to locate the vns and its function appears to be intact. The pt will be scheduled for surgery for exploration to find out the cause of the migration and possibly having a prophylactic generator replacement.